Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the ra lead will be reprogrammed when the patient is seen in clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia(at)/atrial fibrillation(af) episodes that affected at/af detection. The ra lead remains in use. No patient complications have been reported as a result of this event.